Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was opened and closed but would not open again. The physician then tried to deploy the clip; however, the clip failed to release from the catheter. The clip eventually released in the patient after the physician pulled off the clip from the mucosa and was then left to pass naturally. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device found that the clip assembly was half deployed, and the clip was not returned with the device. The yoke was still attached to the control wire, which was then actuated and deployed. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was opened and closed but would not open again. The physician then tried to deploy the clip; however, the clip failed to release from the catheter. The clip eventually released in the patient after the physician pulled off the clip from the mucosa and was then left to pass naturally. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.